Event description:
The tip of the catheter crumbled in on itself and onto the wire and unable to remove catheter over the wire. Therefore, we pulled the catheter and wire out together as one unit. The catheter was stuck on the wire and when it was loosened, the tip of the catheter came apart from the catheter and on the wire.